Event description:
It was reported patient underwent revision procedure of left hip due to pain.

Event description:
Update: (B)(4) 2013 - litigation papers received. Litigation alleges metallosis and metal poisoning. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed. This follow-up was originally sent on (B)(4) 2014. During this window the FDA experienced a system failure and that resulted in waiting for confirmation from the FDA to resubmit.

Event description:
**Update** (B)(4) 2014 - plaintiff¿s preliminary disclosure form was received, which identified dob information. Lot for cup and head was identified on patient sticker sheet. The complaint and associated mdrs were updated. Complaint was updated on (B)(4) 2014.